Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed a rise in pump parameters beginning (B)(6) 2016 to a peak of 4.6 watts on (B)(6) 2016, outside the normal operating range and confirming the reported event. Pictures submitted from the site revealed evidence of thrombus on the superior surface of the impeller. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted.

Event description:
A report was received that the patient presented with hemolysis and elevated pump parameters and lab values. Thrombolysis was not indicated as patient suffered from intracranial bleeding in the past. The pump was subsequently exchanged on (B)(6) 2017. Thrombus was detected inside the pump. As of (B)(6) 2017, the patient remains hospitalized in the intensive care unit (ICU). The site will not return the pump for analysis. The medical team believes the event is related to the device. Of note, the patient did not have any recent illnesses that could have precipitated the reported thrombus. Controller log files and pictures of the explanted pump were sent. Log file analysis revealed a rise in pump parameters beginning (B)(6) 2016 to a peak of 4.6 watts on (B)(6) 2016, outside the normal operating range. No further information was provided.